Event description:
During an in clinic follow-up, episodes of noise were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.